Manufacturer narrative:
E1: (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of the event history log confirmed there were no errors in the settings and no record of any alarms related to flow rate accuracy. Functional testing did not duplicate the customer reported issue. The investigation determined there is no problem the pump accuracy, and it is not reproducible. Possible causes include the cassette or circuit products. The pump was returned unrepaired to the customer at customer's request.

Event description:
It was reported that there is an error in flow rate accuracy. The incident occurred prior to patient use. There was no patient involvement, and no patient harm/adverse event reported.